Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after cardiac ablation procedure, false elective replacement indicator was triggered. A firmware download was successful. The patient was stable after the procedure.